Event description:
It was reported that during the patients revision procedure (MFR. Report no. 3006630150-2022-05886), the physician was unable to screw or unscrew the set screw in port a. The physician believed that the screw was missing or stripped as the hex wrench was not catching the set screw. The ipg was replaced due to the malfunction. The patient was doing well postoperatively.